Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of the received device log files and received information from the hospital. The ventilator was checked by the bio-medical engineer in the hospital and no issue was found. The ventilator was returned to patient care. No parts were replaced, and no service issued. No further problems have been reported. The evaluation of the received device logs did not show any indication of the reported issue. The technical logs covered the reported event however, the event log did not. A user interface black screen, or a, "restart ventilator" alarm, does not necessarily imply stoppage of ventilation. The ventilator may become unresponsive to input but, the system still continues to ventilate with current parameters. Due to the absence of the displayed parameter values and ventilation curves the user may perceive the situation as a stoppage of ventilation. Our conclusion is, that the reported black screen/stop of ventilation/restart ventilator issue could not be confirmed during the investigation, or its cause determined, since no parts were replaced.

Event description:
(B)(4).

Event description:
It was reported that the ventilator, 5 minutes after being connected to a patient, had its screen go black, stopped ventilating, and showed "restart ventilator". The ventilator was replaced by another one. There was no patient harm reported. (B)(4).